Event description:
On (B)(6) 2012, levica microsystems received a complaint stating that the swing arm of leica m822 f20 surgical microscope came down on the pt's forehead. The pt did not need medical attention. The malfunction (swing arm failure) occurred when the second observer was added to the microscope by a health care personnel. A leica field service engineer was on customer site and replaced the affected swing arm. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500a will be submitted.